Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation: samples received: 2 open pouches. Analysis and results: there are no previous complaints of the same code-batch. We manufactured and distributed in the market (B)(4) unites of this code-batch. There are no units in stock in b. Braun surgical warehouse. We have received two open pouches. One of them contains an unopened ampoule and the other one an ampoule with the tip broken. The ampoules of the open pouches received have been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point. A review of the batch manufacturing record for this product has a normal process and the results during the process fulfil b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure of the samples received. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K11959 if additional information is received a follow up report will be submitted.

Event description:
It was reported leakage occurred. The reporter indicated that when opening the two packages of histoacryl, leakage could be seen. No other information was provided.